Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the emergency lever was broken, magnet was missing from insep and spring was stuck. The field service engineer replaced all the broken parts to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer latch was broken and prevented user from retrieving medication to patients. The customer added that this malfunction caused a delay in dispensing medication to patient and the user were able to get medication from different station and pharmacy. However, there were no adverse events or injuries reported based on this event.